Event description:
It was reported patient experienced loss of therapeutic effect. The patient's first dbs device lasted 4 years. The second has only lasted 1 year (implanted (B) (6) 2008). The patient was unaware of any settings that had been increased with the second implant. The dbs device was scheduled to be replaced that day. The patient has concerns about the risks and costs of going through device replacement every year. Additional information has been requested including return of the device. Additional information received indicated the device was replaced with a rechargeable device. The patient's settings were so high, it was draining her battery. The device was sent on to the pathology department and was expected to be sent back to the manufacturer.

Manufacturer narrative:
(B) (4).